Manufacturer narrative:
This ipg serial number was included in the field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported communication could not be maintained between the pt's ipg and multiple charging systems. As a result, the pt lost stimulation. The pt gained weight, although it was not significant. Troubleshooting and a replacement of charging systems did not resolve the issue. Surgical intervention may take place to address the issue.